Manufacturer narrative:
Analysis: product ID# 37712 found stim ins/battery/overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction. Upon further review of the event, device code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there was no plan to restart the device. No cause was able to be determined for the stim not being able to turn on. The hcp wanted to move forward with the replacement, which was not scheduled yet. Patient's weight was unknown. When removed, devices will be returned for analysis. Rep had already spoken to the hcp regarding this case. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the patient had their ins replaced on (B)(6) 2019. Ins will be sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain and other. It was reported that communication could not be established with 8840, patient programmer and insr. Poor communication screen was noted on the pp and insr. Patient fell two times right on top of ins and now cannot turn stimulation on. Rep stated that the patient reported that stimulation was working prior to the falls. Last charging date was in early (B)(6) 2018 prior to a surgery (not related to device/therapy). Patient stated stim was turned back on after surgery. Patient tried to charge on mon ((B)(6) 2019) with no success. Rep stated that patient uses ins infrequently, so going approx. 2 months between charges is not unexpected. Rep stated that patient had already gone home and that hcp talked about replacing the ins. Surgery date was to be determined. No symptoms were reported and no further complications were reported/anticipated.